Event description:
The customer reported a 12 lead failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a 12 lead failure. There was no reported pt involvement. The philips field service engineer evaluated the device and ECG cables and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.